Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The investigation was completed on 07-nov-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000694 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. During the procedure, the doctor states that the dilator entrance valve and the catheters of the vizigo sheath were failing. When entering the dilator to perform the transseptal puncture and carry out the irrigation, a return of blood was observed because the valve had a failure and dripped constantly. The doctor reported this situation and proceeded to change the vizigo sheath. The sheath was replaced with a new one and the procedure could be completed correctly. There was no patient consequence reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.